Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 757 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The issue was resolved with no permanent damage to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.